Event description:
ER rn entered a room where latex gloves were in use. She did not wear the gloves but was in the environment for about 15 mins. Within 30 mins she experienced an anaphylactic reaction requiring hospitalization. Three wks later when exposed to the gloves again she again experienced an anaphylactic reaction requiring hospitalization. She is now unable to enter medical environment.